Event description:
The customer reported a motherboard problem - it was later specified the customer experienced a pacer test failure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The reported symptom was confirmed and the issue was isolated to the power pca. The power pca was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. Philips concluded that this was a malfunction of the power pca.